Event description:
Reporting status: serious injury- required intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that in late 2006, the pt underwent removal of his gallbladder. During this procedure, a central venous catheter (cvc) was implanted using an unknown guide wire (pending confirmation of abbott device), which was accidently left inside the pt. In 2008, the pt was admitted with a transient ischemic attack accompanied by difficulty in speaking and right leg weakness. The pt underwent an aortic arteriogram, during which the guide wire was seen in his right atrium. Two days later, the pt was transferred and underwent a transcatheter removal of the guide wire. The pt was discharged home eight days later. No additional event or pt info is available.